Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). [Functional analysis]: functional test: infusion using the last programming used by the user, as recorded in the usage history. Programmed flow rate: 7ml/h, programmed volume: 200ml, programmed time: 28h35min. Infused volume: 194ml, error: -3.0%. Infusion time: 28h41min04, error: +0.4%. Result: approved. Notes: to measure time: used ki0056 stopwatch, calibration valid until 02/2025. To measure volume: used 250ml graduated cylinder, tec-311400, certificate no. 1426/2022. Administration rate accuracy set at +/- 5% in accordance with iec/en 60601-2-24. [Visual analysis]: equipment looks used. The display has a fault on the lcd. [Conclusion]: the functional test result showed that the equipment is infusing correctly according to the precision specified for it. The small defect found on the display has no impact on the time or volume to be infused. We ratify the non-confirmation of the infusion error complaint, which had also not been confirmed in the analysis of the usage history according to report (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
From the complaint description: "below is the report recorded upon notification of an adverse event: I find a heparin solution with a volume in the bag (bottle) less than programmed in the vtbi of the continuous infusion pump, I quantify 80ml remaining in the bag. Heparin infusion paused, disconnected from the patient, solution aspirated from the catheter extension, remove the pump for analysis. Aptt exam was collected twice, once from the cvc route in vjie and once peripheral puncture, examination continues with inconclusive results."